Event description:
The facility indicated the patient was being moved from her bed to a wheelchair. She was put in the sling and lifted out of the bed. When she was moved over to the wheelchair, she either slipped out of the sling or the clips of the sling came off the hanger bar. She was at bed height when she fell and hit the floor. The patient was bruised on her lower back. Treatment was not described.